Event description:
It was reported that the unopened device had detections turned on and the ICD had detected oversensing and delivered a shock. Capacitor formation had already occurred. The device was not implanted. No patient complications have been reported as a result of this event. It was further reported that lead warnings occurred in addition to the 1 detected/treated vf and 2 monitored vt episodes. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was analyzed and no anomalies were found. The device appears to have been activated approximately 4 days prior to attempted implant, on (B)(6) 2010.

Event description:
It was reported that the unopened device had detections turned on and the ICD had detected oversensing and delivered a shock. Capacitor formation had already occurred. It was also reported that a lead warning occured. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.